Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the bipolar cord is corroded and rusted. No patient injury. The initial investigation found the connector has burned and melted and failed hipot testing.